Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 25 mg/ml of dilaudid at 7.5 mg via an implantable pump for spinal pain. On (B)(6) 2018, it was reported that the patient's pump experienced a motor stall. It was confirmed that the motor stall did not recover and the telemetry strips received indicated that the stopped pump period might have exceeded tube set. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostic/troubleshooting measures were taken. No actions/interventions were taken to resolve the issue, however it was noted that surgical intervention was planned. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2018-feb-13. It was stated that the patient did not know the exact date of the MRI in (B)(6) 2017. Regarding the low and empty reservoir alarms seen in the logs, it was reported that the patient did not have the pump filled because it was stalled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer's representative on (B)(6) 2018. The patient stated that he had an MRI (magnetic resonance imaging) sometime in (B)(6). It was reported that the patient's pump was replaced on (B)(6) 2018. Per the provided pump logs (examined on (B)(6) 2018, last changed on (B)(6) 2018), a motor stall occurred on (B)(6) 2017, followed by a tube set message 48 hours later, then a motor stall recovery on (B)(6) 2018. The logs indicate a low reservoir alarm occurred on (B)(6) 2018, followed by an empty reservoir alarm on (B)(6) 2018. The logs indicate that the pump was delivering dilaudid [25 mg/ml] at 3.506 mg/day. It was noted that the hospital personal would not allow the pump to be taken for return. No further complications were reported/anticipated.

Manufacturer narrative:
Correction number z-0497-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the patient had an MRI of their thoracic and lumbar spine on (B)(6) 2017. It was reported that the patient exhibited under-dose symptoms related to the motor stall. It was unknown if the actual reservoir volume was as expected. No further complications were reported or anticipated.